Event description:
It was reported that there was a problem with the leads after a patient¿s implant in (B)(6) 2014. It was stated that they replaced the leads in (B)(6) 2014. It was further reported that there was scar tissue and the lead would not stay in place so they put in a paddle lead.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).